Event description:
Device malfunction: premature deployment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the right femoral artery with the starclose se device after an interventional procedure. Reportedly, "the device deployed prematurely. The actual peel away sheath appears to have a defect." A second starclose se device was used to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.